Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change and could not complete a dry run after removing and reinstalling all supplies; the device had been previously submerged in water and subsequently exhibited motor stalling, consistent with a delivery blockage related to the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and the issue was characterized as a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.